Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels, with a reading of 489 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime, displacement and self tests. Prior to the event, the customer was nauseous and vomiting. The customer was unable to regulate the blood glucose levels with the insulin pump. It was also stated that the customer had a lot of scar tissue. Nothing further was reported.